Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized a couple of weeks ago with high blood glucose. The caller stated that her glucose level was not dropping. The customer stated when the infusion set was removed, the cannula was bent and insulin was pooling on the skin. The customer stated that she was disconnected from the device since the event. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the high pressure test and passed. No further information was provided.